Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed PMA #: p160054.

Event description:
The patient detailed the connection seal at the black connector site of the mpu is torn. No further information was reported.

Manufacturer narrative:
Section d10 and h3: additional information - device returned for evaluation. Manufacturer's investigation conclusion: the reported event, of damaged threads on the mpu black power lead connector, was confirmed when the unit was evaluated by technical service. The damage threads on the black power lead connector prevented the mating connector from being properly locked. The mating connector could be inserted into the black power lead connector on the mpu though. So, the cable was operational. The white power lead connector on the mpu was not damaged. The mpu was repaired by replacing the patient cable assembly. The unit was functionally tested and returned to the rental/loaner pool. The mpu assembly was made in apr 1, 2017. The unit was packaged and placed into stock on apr 12, 2017. The unit was placed into the rental/loaner pool (continuum services) on jun 6, 2017. The rental/loaner mpu was last sent to a customer on aug 10, 2018. Set up and use of the mobile power unit (mpu) are documented in the heartmate ii lvas patient handbook and the heartmate ii lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate ii lvas patient handbook and the heartmate ii lvas IFU. The heartmate ii lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing the file on this event.